Event description:
It was reported that the pump, while covered under warranty, declared alarm 20 during pumping. The customer's blood glucose level did not exceed 500 mg/dl. Customer support assisted the customer with loading a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. To resolve the issue, customer support arranged for the replacement of the pump and confirmed the shipping address. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery and was guided on storing the malfunctioning pump for return with a pre-paid label within ten days, which the customer acknowledged and understood.